Event description:
Reporter states, "the doctor tried to insert the 9mm a/p lipped insert, but it would not seat correctly. "He put another insert in which seated properly. There was no adverse consequence to the pt due to this event or delay in surgical or anesthesia time.

Manufacturer narrative:
Summary of evaluation: the evaluation results suggest that this event is not device related but rather is associated with intra-operative procedures. A DHR review for this lot of inserts found no discrepancies during manufacture.